Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A2: patient age/dob is unavailable. E1: initial reporter first name is unavailable. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during the l3-l5 procedure. The surgical system was mounted to the patient using a bone mount bridge and schanz pin. The surgeon drilled, tapped, and placed k-wires successfully, but they noticed that navigation looked off. A new snapshot was done and anatomy was checked. Imaging was done, and the fluoro looked off compared to human anatomy. The use of the guidance system was aborted and the final screws were placed using navigation. After the case, the surgeon noticed that the bed had shifted and tilted causing the system to be a few millimeters off. There was no patient harm and the procedure was delayed less than an hour.